Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. This cs100 is out of service support and getinge will not be involved in the repair of the unit. The customer advised the company representative that he would complete the preventative maintenance and the replace batteries and safety disk. The customer also stated that he would be shipping the unit to (B)(6) sometime in (B)(6). The initial reporter named is a getinge designee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during a field action performed by a getinge designee, the batteries of the cs100 intra-aortic balloon pump (iabp) failed the battery run-time test and the batteries were past the replacement date. The getinge designee informed the customer of the batteries and safety disk being out of compliance and did not clear the iabp unit for clinical use. There was no patient involvement; thus no adverse event was reported.